Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 did not occur. A review of the event history log revealed no system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.